Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that, "instrument acetabular mis curve impactor, when putting the acetabular upon impact of it, the knob twisted off the handle - everything snapped."